Event description:
"Endoleak (type ia): after vascular graft replacement, tevar was performed to implant the stent-graft in zone 3 for the entry of the distal anastomosis. The stent-graft was implanted beyond the distal anastomosis where the vascular graft was implanted, but it was difficult to see the bifurcation of the left subclavian artery, and the stent-graft was implanted slightly distally. Although post-stent balloon dilatation was performed, intraoperative angiography confirmed that a type ia endoleak remained. As it was a minor endoleak, the procedure was completed at the physician's decision. Operation type: tevar. No blood loss. No image available. Pre-case plan available (see the attached schema) . No additional information available. (Tc#(B)(4). Patient outcome: "the patient's outcome is unknown."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.